Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced an elevated blood glucose (bg) level and high ketones. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer required assistance in addressing the bg. Reportedly, the customer's mother administered an insulin injection and charged the pump to address the bg. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.